Event description:
Information received indicates, the bed exit alarm will not activate when the system is set.

Manufacturer narrative:
The technician replaced the bed exit tape switches to repair the bed.